Event description:
An Impella CP was inserted via the right femoral artery in an 84-year-old male patient for acute myocardial infarction complicated by cardiogenic shock (AMI/CGS). Comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Stage B shock.Following initiation of Impella CP support, percutaneous coronary intervention (PCI) was attempted for a high-grade stenosis involving the distal left main to ostial left anterior descending artery. Multiple attempts with various guidewires were made over approximately 45 minutes; however, the lesion could not be crossed. During repositioning of the Impella CP to optimize device position, the patient experienced a rhythm change described as pulseless electrical activity (PEA) versus complete heart block, resulting in significant hemodynamic compromise and a code event.Cardiopulmonary resuscitation (CPR) was initiated, the patient was intubated, intravenous epinephrine was administered, a temporary transvenous pacemaker was placed, and an echocardiogram was performed. Echocardiography demonstrated no pericardial effusion, but revealed a collapsed left ventricle and a dilated right ventricle with minimal myocardial contractility.After establishment of a paced rhythm and initiation of dobutamine and epinephrine support, Impella flows were restored at P6 with a mean arterial pressure of approximately 90¿100 mmHg. The patient subsequently developed recurrent hypotension, with mean arterial pressures declining to approximately 55¿60 mmHg despite Impella flows of approximately 3.5¿3.6 L/min at P9. Given the ongoing hemodynamic instability, cardiothoracic surgery was consulted to evaluate the need for extracorporeal membrane oxygenation (ECMO) support.The decision was made to remove the Impella CP and utilize the right femoral arterial access site for veno-arterial extracorporeal membrane oxygenation (VA-ECMO) cannulation.The patient survived to Impella CP explant.Following Impella CP explant, VA-ECMO support was initiated. The reported hemodynamic instability is consistent with the patient's underlying acute myocardial infarction, cardiogenic shock, failed revascularization attempt, arrhythmic event, and severe biventricular dysfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.